Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported "implant has to be definitely removed as it is ruptured". Device "possibly moved". Patient has capsular contracture, baker grade unknown. Device was explanted and replaced with non allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, deformation, crease fold, red particles. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not rupture

Event description:
Patient reported "implant has to be definitely removed as it is ruptured". Device "possibly moved". Patient has capsular contracture, baker grade unknown. Device was explanted and replaced with non allergan device. This record relates to the left side.